Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaints. During the evaluation of the device, the repair center technician found foreign objects coming from the distal end and residual liquid coming from the suction connector (endoscope connector). The cause was not identified. There was no patient involvement.